Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Impact code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2022. During the procedure, the controller was not able to recognize the two spyscope catheters. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.